Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 178 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates and the pump functioned properly. No blank display, display anomaly or unexpected audio/beep anomaly noted. No damage inside the pump noted. The pump functioned properly during the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip and a stripped battery cap coin slot.